Manufacturer narrative:
The technician found the head up valve is not holding pressure allowing the head to drift down. He replaced the head up valve to repair the bed.

Event description:
The account stated the head of the bed drifts down in about an hour.